Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing difficulty with her charging system. The patient reports she recharges her ipg, however, the programmer only indicates 30% charged regardless how long she recharges. In addition, the patient is experiencing invalid impedances see MFR. Report: 1627487-2015-12062. Surgical intervention is pending to address these issues.